Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was an over infusion total protein over infused. The total protein was intended to infuse at a rate of 11.1ml/hour, however the infusion was found to have run at 33ml/hour. There was patient involvement but no harm. Bd received additional information through due diligence attempts. Customer mentioned that "it appears rn changed the rate. User error."

Event description:
It was reported that there was an over infusion total protein over infused. The total protein was intended to infuse at a rate of 11.1ml/hour, however the infusion was found to have run at 33ml/hour. There was patient involvement but no harm. Bd received additional information through due diligence attempts. Customer mentioned that "it appears rn changed the rate. User error."

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer? Imdrf annex a,g,b,c,d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported over infusion of total protein complaint was confirmed through a review of the device logs and was determined to be due to a use error. The infusion rate was reported to be 11.11ml/h; however, the log review confirmed that the suspect device was programmed at a rate of 33ml/h and was allowed to infuse for one (1) hour and seventeen (17) minutes. Laboratory test results performed on the reported suspect device confirmed the pump module to be within specification for rate accuracy and was operating as intended, with no signs of unregulated flow observed. Occluder spring functional tests observed no issues, and all tests passed, indicating the occluders and springs were functioning as intended. The event reported to have occurred on 6 march 2025, the time was not provided. On 3 march 2025 at 8:04 pm, the pcu event log showed that the pcu and the suspect pump module were powered on, and the pump module was assigned channel a. The user selected ¿no¿ to new patient, the profile in use was identified as ¿nicu/nursery¿, the dataset installed was observed to be ¿uhs 01_2025 interop¿. On 5 march 2025 at 9:28 pm, the suspect pump module received a remote IV infusion order with drugid = 367 (suspected to be total protein), rate of 11.11ml/h, vtbi of 266.63ml for an expected duration of 24 hours, the user selected yes to the rate autocalc override message. The infusion was started. Five minutes later at 9:33 pm, the user modified the vtbi to 22ml. Between 5 march 2025 at 11:05 pm and 6 march 2025 at 7:10 pm, the user performed twelve (12) modifications of the infusion vtbi keeping the rate at 11.11ml/h, infusion ran as expected; subsequently, on 6 march 2025 at 8:19 pm, the user selected the suspect pump module and modified the rate from 11.11ml to 33ml with a vtbi of 42.4ml. At 9:35 pm, the infusion was completed. The user selected the channel and changed the rate back to 11.11ml and a vtbi of 30ml, the user started the infusion. At 9:39:15 pm, the pause key was pressed. At 10:02:46 pm, the silence key was pressed. At 10:05:01 pm, the user channeled off the pump module. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pcu event log. It is also not possible to determine what the fluid is that is contained within the IV container. This is not a function of the pcu event log; it only can reflect the input information it receives either manually or remotely with respect to volume to be delivered and fluid selected. Inspection and testing of the incident administration set could not be performed since the incident administration set was not returned for investigation. The bd alaris system user manual (v12.3), has information for the user regarding programming. The user should confirm correct programming prior to starting the infusion. The pumping mechanism was disassembled during the internal inspection. The mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to dchu, repair center, or the facility. Devices were in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Notes to repair center: suspect pump module s/n (B)(6) (w/o: (B)(4)) device opened for investigation. Please re-torque all screws. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the root cause of the reported over infusion is attributed to be due to a use error. The infusion rate was reported to be 11.11ml/h; however, the log review confirmed that the suspect device was programmed at a rate of 33ml/h and was allowed to infuse for one (1) hour and seventeen (17) minutes. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.